Event description:
It was reported that there was an event with the product 33310c bowel grasper. The bowel grasper broke off in a patient during surgery laparoscopic anterior resection with colorectal anastomosis (B)(6) 2022. The customer is asking for confirmation that there would only be two pieces that would come off into the patient. Surgeon did perform a sweep of the abdomen with no findings. According to the surgeon, while working on resecting, the grasper portion of the bowel grasper came off in the patient. The surgeon was able to retrieve all pieces and remove safely from the patient. The grasper was removed from service and given to the csp leadership team. A new laparoscopic instrument set was opened and used in its place to finish the procedure.

Manufacturer narrative:
Manufactures internal reference number (B)(4). Manufacturing site evaluation: the jaw portion has broken away from the shaft at the connection point. There is visual corrosion on shaft and jaw. No pieces are missing.

Manufacturer narrative:
The initial lot code was communicated as yp07 but what was received in is lot tx05(6/2012). Based on the age of the product (11yrs) and the wear and tear the IFU states the limits of reprocessing is determined by wear, reprocessing methods, and damage resulting from use. With a warning of not to overload the instrument. Rational per report: the tie rod has broken off in the distal area, presumably due to the application of too much force. Since the article was already produced in 2012, the material may have been additionally weakened by the number of reprocessing and the number of applications. The IFU refers to the limit of reprocessing´s. There is no corrective action necessary the current issue did not trigger a cappa. The incident is within anticipated occurrence. Conclusion and root cause determination is user-related.